Manufacturer narrative:
H2-3) the logs captured that the site used imaging system auto registration on the date of the issue reported and took 4 spin succes sfully. As per the case description " [ found that 2 of the 8 screws were not placed correctly and replaced them ] " and info available " [ it was reported that it was a difficult patient and the drill and instruments were skiving and it was also difficult to access the correct angulation due to exposure and tissue impingement. The inaccuracy was likely due to those factors. The inaccuracy amount was about 3-4mm.] " it seemed the surgeon felt difficulty while placing the screws and 2 screws were not on expected place. Based on the information provided, suspect movement of anatomy relative to frame during screw placement caused the issue. The logs and archives cannot capture this information so would not be helpful. However, as per the case details, wo was passing and reported issue was unable to replicated using the pegboard and confirmed accuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system per formed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was a difficult patient and the drill and instruments were skiving and it was also difficult to access the correct angulation due to exposure and tissue impingement. The inaccuracy was likely due to those factors. The inaccuracy amount was about 3-4mm.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735740 (lot: 2.1.0) h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt the navigation was off. The surgeon felt that the instruments were not appearing on the bone when they should have been and that the screws were not placed properly and needed to be removed and replaced. No magnitude of the inaccuracy was noted. He felt the inaccuracy almost immediately and took a second spin. The surgeon continued with surgery and found that 2 of the 8 screws were not placed correctly and replaced them. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.